Manufacturer narrative:
(B)(4). It was reported that mesh was implanted for pelvic organ prolapse and stress urinary incontinence. Following insertion the patient experienced pain, urinary/bowel problems. It was reported that on (B)(6) 2012 the patient underwent posterior repair with insertion of posterior mesh and transvaginal obturator tape placement due to difficult bowel movements caused by symptomatic rectocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2010 and mesh and ams h. Elevate were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Corrected information.